Manufacturer narrative:
Issue identified during product analysis. H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that this 980 ventilator failed the circuit pressure test portion of the short self test (sst) with an "exhalation autozero solenoid not operational" message. The service personnel (sp) inspected the ventilator, confirmed and duplicated the reported issue, and proceeded to replace the exhalation valve assembly (eva). The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. One eva was returned to medtronic for analysis. The part was visually inspected with no observed anomalies. The exhalation sensor printed circuit board assembly (pcba) of the eva was prior to the implementation of a change to address autozero solenoid (so1) failures, therefore, no further testing was performed. Investigation determines if so1 were to fail while in use on a patient, the ventilator response would be to enter backup ventilation (buv). The cause of the reported event was determined to be a faulty autozero solenoid (so1) on the exhalation sensor pcba of the eva. The serial number of the exhalation sensor pcba of the eva is in scope of the existing corrective action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that this 980 ventilator failed the circuit pressure test portion of the short self test (sst) with an "exhalation autozero solenoid not operational" message. The ventilator was not in use on a patient at the time of the reported event.